Event description:
(B)(4). The surgical procedure of this event is stated to be a total shoulder replacement. Report indicates that the head of one of four titanium screws had sheared off during the process of securing the implant baseplate to bone. The residual screw length is stated to remain implanted - rather than extracted and replaced - the baseplate is confirmed clinically stable with three of four screws deployed. No pt impact is reported. No impairment of the implant function is anticipated. Further investigation indicates the broken screw was being deployed/seated with a powered screwdriver at the time of failure. No lot number has been identified for the damaged screw. No further info is anticipated in this event. (B)(4).

Manufacturer narrative:
The probable cause of the damage to the screw is the unintended application of excess torque by use of the powered screwdriver employed to seat the screw into the bone.